Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a bg of 40 mg/dl with a headache associated with an alleged inaccurate delivery issue. Reportedly the patient remained on the pump and self-treated with food and or drink. The reported stated that the pump calculated wrong and the bolus was too high. During troubleshooting with customer technical support (cts) it was noted that the pump was calculating correctly. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known causes which were the following: a cartridge change, the pump being suspended and the prime menu being accessed. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched. It was also stated that the patient¿s health care provider made adjustments to the basal rates. An alleged incorrect bolus contributed to the event. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: a review of the black box showed a manual pump suspension, followed by an unexplained power on reset. The insulin deliveries were never resumed. A temp basal program was run. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. The history/settings issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.